Event description:
It was reported past issue with flow rate inaccuracy with pump module related to pivot latch screw backing out. Per report, due to this the facility has changed from using a regular pump module tubing to a tubing with a large fluid chamber above the pump segment (possibly a burette set based on the description). The customer is now reaching out to bd to ask if the facility can switch back to regular pump module set since the pivot latch screw backing out issue has been addressed. No further information was provided. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an past issues on flow rate inaccuracies related to pivot latch screw backing out was not determined because no products or device logs were returned.

Event description:
It was reported past issue with flow rate inaccuracy with pump module related to pivot latch screw backing out. Per report, due to this the facility has changed from using a regular pump module tubing to a tubing with a large fluid chamber above the pump segment (possibly a burette set based on the description). The customer is now reaching out to bd to ask if the facility can switch back to regular pump module set since the pivot latch screw backing out issue has been addressed. No further information was provided. There was no information on patient involvement.